Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  product complaint b)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address metallosis. Update (B)(6) 2017: litigation received. Litigation alleges radiating pain that extends down to her leg and knee, discomfort and unable to sit, stand or walk for extended periods of time. It was also stated that on (B)(6) 2016, patient suffered an avulsion fracture of her lesser trochanter and noting that osteolysis may be the cause of avulsion fracture. This complaint was updated on (B)(6) 2017. Update (B)(6) 2017: legal medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, patient was revised to address pain, avulsion fracture of the lesser trochanter, and lytic lesions. Revision note reported no obvious tissue destruction, very soft trochanter, several necrotic tissue, and lytic lesions. It was also reported that the screw appeared slightly proud. Laboratory values for cobalt-chromium showed above 7ppb. Added stem due to the reported high metal ions and screw which was removed. Part and lot information were provided. Complainant information was updated. This complaint was updated on: (B)(6) 2017. / / investigation method: no device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per (B)(4). The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) ppendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. /investigation summary: patient was revised to address metallosis. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address metallosis. Update may 23, 2017: litigation received. Litigation alleges radiating pain that extends down to her leg and knee, discomfort and unable to sit, stand or walk for extended periods of time. It was also stated that on (B)(6) 2016, patient suffered an avulsion fracture of her lesser trochanter and noting that osteolysis may be the cause of avulsion fracture. This complaint was updated on jun 1, 2017. Update aug 3, 2017: legal medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, patient was revised to address pain, avulsion fracture of the lesser trochanter, and lytic lesions. Revision note reported no obvious tissue destruction, very soft trochanter, several necrotic tissue, and lytic lesions. It was also reported that the screw appeared slightly proud. Laboratory values for cobalt-chromium showed above 7ppb. Added stem due to the reported high metal ions and screw which was removed. Part and lot information were provided. Complainant information was updated. This complaint was updated on: aug 21, 2017.